Event description:
It was reported that the patient's device was displaying the system hot error message and was shutting down when they were not at home. Patient stated they do have a stationary device. As a result, the patient was unable to breath and was taken to the hospital via ambulance. Patient stated they were not in the hospital for too long. Patient has since left the hospital and received their replacement device.

Manufacturer narrative:
B3: date of event is estimated. As device was not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event.